Event description:
Ous MDR - this device was explanted due to dehiscence that lead to the device coming out of the pocket, causing an infection. It appears the provided event and explant dates were reversed because they are chronologically impossible. Therefore, only the event will be reported based on the date provided in the event description. The device was explanted but not returned for analysis.

Manufacturer narrative:
We have received your complaint regarding the above mentioned device and would like to thank you for supporting our market surveillance. The sterilization of this product was checked. The biotronik sterilization protocol confirmed a regular sterilization. The sterilization parameters, such as gas concentration, temperature, humidity, etc., were within the specified values. This was also confirmed by the microbiological indicators that proved a successful sterilization. If additional relevant information or the device itself should become available, please send this also to us. The process will then be updated accordingly.